Manufacturer narrative:
(B)(4). Investigation of the returned device found that the device was fully clip deployed and the clip was not returned. All external and internal observations of the device were normal for a fully clip deployed device with all components in their proper post clip deployed positions and no detected damage. There was no detected damage or anomaly to the device that would have contributed to or could substantiate the reported event of difficult thumb advancer deployment. The device was disassembled, cleaned and reassembled for testing the deployment capability, less the non-returned clip. All deployment functions successfully operated as designed with no detected resistance to thumb advancer deployment. A possible cause for the resistance felt may have been a tight tissue tract due to a less than optimal nick and spread. However, there was no detected evidence to suggest the nick and spread was insufficient. No device malfunction or anomaly was detected. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Therapy date: estimated date of event (reported as occurred last week). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, difficulty was encountered during thumb advancer deployment. After clip deployment, partial closure was achieved. Manual compression was held for three minutes and hemostasis was achieved. There was no adverse patient sequela. Though requested, no additional information was provided.